Event description:
When transferring patients that have chest tubes to imaging, portable suction is used. The batteries are not lasting more than 5-10 minutes in some cases. This can cause injury to the patient.